Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated modified event description. B6: updated tests/lab data. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Modified event description: on or about (B)(6) 2017, the patient was implanted with 2 large fragment screws after the patient suffered a right ankle injury on or about (B)(6) 2017. The patient experienced severe ankle pain post surgery. On (B)(6) 2018, the patient subsequent surgery where it was discovered that one of the screws had fractured which had caused further injury to her right leg. The patient underwent an ankle arthroscopy, synovectomy, osteotomy, orif of right fibula malunion and deltoid ligament reconstruction. The patient has developed further complication including post operative infection, pulmonary embolism, leg deformity, further ankle injury, chronic pain, mental injuries and the need for subsequent surgeries this complaint involves two (2) devices.

Manufacturer narrative:
This report is for an unknown screw/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter state (B)(6). (B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on or about (B)(6) 2017,that the patient was implanted with 2 large fragment screws after the patient suffered a right ankle injury on or about (B)(6) 2017. The patient experienced severe ankle pain post surgery. On (B)(6) 2018 the patient subsequent surgery where it was discovered that one of the screws had fractured which had caused further injury to her right leg. The patient has developed further complication including postoperative infection, pulmonary embolism, leg deformity, further ankle injury, chronic pain, mental injuries and the need for subsequent surgeries. This report is 2 of 2 for (B)(4). This report is for one (1) screws: trauma.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product code: ktt. Initial reporter is attorney. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 4.5mm cortex screw self-tapping 56mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.